Manufacturer narrative:
(B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of 3 infusion set's cannula being kinked on (B)(6) 2024 and (B)(6) 2024. The site of insertion was located at abdomen. The issue occured prior to insertion. The issue was resolved by replacing infusion set and resuming insulin. The blood glucose was displayed as high and was treated using correction injection via mdi. The patient also confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend/kinked slightly. No further information available.